Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed pocket infection. Pocket was red in color and warm to touch for patient. The entire system including the pulse generator and leads was explanted. The patient was in stable condition during and post procedure.